Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead perforated the heart wall. As physician was suturing down the leads, a drop in sensing and loss of capture on atrial lead were noticed. The physician repositioned the lead and a drop in the patient pressure was observed. An echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed. The surgical procedure was prolonged for further corrective intervention. No additional adverse patient effects were reported.